Event description:
It was reported by the surgeon that a knee arthroscopy procedure was completed succesfully. However, it was further reported that revision surgery was needed.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Event description:
It was reported by the surgeon that a knee arthroscopy procedure was completed successfully. However, it was further reported that revision surgery was needed.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode was not confirmed. It was discovered through the hospital's investigation that the patient actually did not have an infection, therefore, there is no alleged failure of the anchor unit. In sum, the product was not returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.